Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization and unexplained high blood glucose of 200 mg/dl and would like to check the pump. Customer's blood glucose at the hospital was 600 mg/dl. Troubleshooting found that the drive support cap was normal and that the reservoir had a bubble. Troubleshooting ended as customer needed help from a nurse and will call back for further troubleshooting.